Event description:
Reported by allergan sales rep on behalf of the physician: a suspected port leak was reported with a lap-band system. The patient also experienced vomiting that the physician believes is associated with eating too quickly and is not device related. The device remains implanted.

Manufacturer narrative:
Taper unknown - the reporter of the complaint was asked to return the product for analysis. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Further information from the reporter regarding the serial number and the implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."